Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient reported experiencing pain in his back and legs due to insufficient stimulation. It was also noted that the patient was utilizing high-frequency therapy. To address this, a revision procedure was performed, during which the implantable pulse generator (ipg) was removed and replaced. The patient did great post operatively, with adequate stimulation achieved. The explanted device will not be returned as it was disposed per facility.